Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin deliveries had stopped on multiple occasions. Tandem technical support verified for the past events the customer had received multiple, intermittent occlusion alarms that caused insulin deliveries to stop. The customer's blood glucose (bg) levels ranged between 400-596mg/dl and correction boluses were delivered to address the bg levels. The customer would change their pump supplies to resolve the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts and the customer were unable to verify the cause of the most current event that stopped insulin delivery. Cts explained the possible causes for occlusion alarms.